Event description:
It was reported the pt felt persistent pain at her ipg implant site and a poking sensation at her lead site since her scs system was implanted. The pain at the ipg site and the poking sensation at her lead site goes away when her stimulation is turned off. The pt is scheduled for an x-ray and is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.